Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. During visual inspection, the 25" pressure tubing was found separated from the female luer. The pressure tubing was found tacky at the bond site. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the uv adhesive on the tubing not being fully cured during assembly process during manufacturing. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received by the manufacturer, but the evaluation is not yet complete. Initial reporter phone extension (B)(6).

Event description:
The incident involved a transpac¿ it monitoring kit, 84" safeset reservoir, 2 blood sampling port, 3ml flush device, un-bonded macrodrip on an unknown date. It was reported that there was leaking near the transducer. When pulling back the plunger on the arterial line kit, it cracked off and broke completely apart from the suction part of the syringe. The customer further reported that the right radial arterial line tubing disconnected from a fused point next to the plunger causing arterial blood to back up out of the line and onto the floor. The event occurred during use on patient. There was delay in therapy, but no patient harm was reported.